Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in-vivo raw sensor data showed optical instability around the time frame of the reported inaccuracies. This most likely contributed to the inaccuracies reported. B4. Date of this report 14 sept 2025. G3. Date received by the manufacturer? 14 sept 2025. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On june 17, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.